Manufacturer narrative:
Lot number, expiration date, UDI: (B)(4), returned to manufacturer. DHR review: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 05 august 2015, expiration date: 01 july 2020. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Customer quality conducted an investigation of the returned device. The sternal zipfix was received cut in three parts. The binder with head as well as the binder with the cut off needle show various damage and deformation. The locking head can be slide in both directions along the binder, no locking can be achieved. The implant is marked with ¿not for human use¿. All visible damage and wear on the binders do not correspond to common traces of tightening with the application instrument 03.501.080 as per surgical technique but to misuse and mechanical overloading. Especially the locking head shows marks of an unknown instrument. The microscopic investigation shows that the inside locking feature teeth are completely worn and damaged. Because of the existing damage the complaint relevant dimensions cannot be checked for technical drawing specifications anymore. The instructions for use for sternal zipfix states: single-use device do not re-use products intended for single-use must not be re-used. Re-use or reprocessing (e.g. Cleaning and resterilization) may compromise the structural integrity of the device and / or lead to device failure which may result in patient injury, illness or death. Zipfix should only be inserted once into the locking head. While use do not damage the implant teeth and locking head by manipulating with instruments. No product related issue was identified and/or confirmed. The returned part is marked with ¿not for human use¿ hence is a device for testing purposes. Nevertheless, the device is a single use device and a repeated use is not appropriate. Excessive demo use of the implant has led to this severe deformation of the locking mechanism which led to the failure to lock properly during demonstration procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint is confirmed as the received video shows a zipfix implant with unknown lot number, which cannot be locked. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Based on the provided information, without the material and without knowing the lot number no investigation or disposition is possible. No material received; determination of potential corrective action with available information not possible. Reporter phone number: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed: investigation summary was updated with the following statement: the video shows that the zipfix was unable to be tightened / locked while repeated testing. The zipfix at this time was intact, it was cut in three parts later due to unknown reason. There is no patient involvement.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4) lot number unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. (B)(4). Lot number unknown. Device malfunctioned outside the operating room and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital address and telephone not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a demonstration of the device, the zipfix would not lock. It was reported the loop would not lock tightly. No patient involvement. This report is for one (1) sternal zipfix with needle this is report 1 of 1 for (B)(4).